Event description:
It was reported that during the surgery done in (B)(6) hospital, the implant bed was prepared and surgeon decided the size of the implant with the trial cage. While hammering the implant, the implant was broken in the patient. Surgery was completed with a bigger size of the implant. Surgery was extended for 20 minutes from the removal of broken implant from the patient.

Manufacturer narrative:
Method: visual inspection. Results: the instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage. The plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. Conclusion: the solis cervical cage size h 4 mm l 12 mm was confirmed to be fractured upon visual inspection. A delay of 20 minutes (s0) was reported. No new harm/hazard has been identified. No issues were identified in the manufacturing records for the associated lot that may have contributed to the reported event.

Event description:
It was reported that during the surgery done in (B)(6) hospital, the implant bed was prepared and surgeon decided the size of the implant with the trial cage. While hammering the implant, the implant was broken in the patient. Surgery was completed with a bigger size of the implant. Surgery was extended for 20 minutes from the removal of broken implant from the patient.